Manufacturer narrative:
Device is a combination product. (B)(4). The promus element mr ous 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal stent damage. Strut rows 1-3 from the proximal end of the stent were lifted, stretched and overlapping. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21jul2017. It was reported that crossing difficulties were encountered. The target lesion was located in the heavily calcified left circumflex artery with an acute bend. A 2.50x16mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.